Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. Low bg cause was not known. Customer consumed orange juice and 3 glucose tablets to address the issue and went to the emergency room. Customer was treated with intravenous saline and glucose injections. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.